Event description:
It was reported that there were concerns of premature battery depletion (pbd) with this subcutaneous implantable cardioverter defibrillator device. Device also displayed battery depletion (bd) fault code. Device was explanted. No additional adverse patient effects were reported.